Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple cs 054 call service alarms on the event date. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed and no evidence of moisture ingress or damage to the rf transceiver flex was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump emitted a cs 054 call service alarm at least three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.